Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of gap between acoustic lens and ultrasound probe which resulted in a stain on the lens, the evaluation found non-reportable device malfunctions/conditions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed during the olympus device evaluation, the gastrovideoscope had a gap between acoustic lens and ultrasound probe which resulted in a stain on the lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.